Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1773, awareness date 17-oct-2015). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pelvic pain and cramping, when not menstruating"), pelvic inflammatory disease ("pelvic inflammatory disease") and menorrhagia ("abnormal menses, menorrhagia passing huge clots/ I would bleed for weeks so") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day after starting essure, the patient experienced procedural pain ("I was told that I would not feel any pain; that was a total lie"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic inflammatory disease (seriousness criteria medically significant and clinically significant/intervention required), polycystic ovaries ("ovarian cysts, poly cystic ovary syndrome"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), polymenorrhoea ("polymenorrhea"), urinary tract infection ("urinary tract infections"), amenorrhoea ("period stops"), dyspareunia ("me and my hubby would have intercourse I would have bad pain, dyspareunia"), dysmenorrhoea ("dysmenorrhea"), coital bleeding ("bleeding bright pink blood after sex, post coital bleeding and spotting"), anaemia ("anemia"), syncope ("if she had a bowel movement, she would black out from the pain, fainting spells"), back pain ("back pain"), fatigue ("chronic fatigue"), the first episode of abdominal pain ("abdominal/pelvic pain and cramping, when not menstruating"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), abdominal distension ("severe bloating"), vulvovaginal pain ("vulvodynia"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), breast tenderness ("breast tenderness"), hot flush ("hot flashes"), night sweats ("night sweats"), hyperhidrosis ("excessive sweating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hypoaesthesia ("numbness in arms and legs"), neuralgia ("nerve pain"), anxiety ("anxiety, worsening of anxiety"), depression ("depression, worsening of depression"), feeling abnormal ("diminished brain function- brain fog, cloudiness"), confusional state ("confusion"), memory impairment ("forgetfulness, short term memory loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b-12 deficiency"), fibromyalgia ("fibromyalgia"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivities, food allergies"), urticaria ("hives"), rash ("rashes"), cyst ("cysts"), furuncle ("boils"), acne ("acne"), skin irritation ("skin irritation"), pruritus ("skin itching"), palpitations ("heart palpitations"), dental caries ("tooth decay"), tooth fracture ("tooth breakage"), weight increased ("weight gain"), lymphadenopathy ("swollen glands in neck"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic inflammatory disease, polycystic ovaries, menorrhagia, metrorrhagia, polymenorrhoea, urinary tract infection, amenorrhoea, dyspareunia, dysmenorrhoea, coital bleeding, anaemia, syncope, procedural pain, back pain, fatigue, first episode of abdominal pain, nausea, vomiting, flatulence, constipation, abdominal distension, vulvovaginal pain, vaginal discharge, breast tenderness, night sweats, dysgeusia, dizziness, hypoaesthesia, neuralgia, anxiety, depression, feeling abnormal, confusional state, memory impairment, vitamin d deficiency, vitamin b12 deficiency, fibromyalgia, allergy to chemicals, food allergy and dry eye outcome was unknown and the loss of libido, hot flush, hyperhidrosis, urticaria, rash, cyst, furuncle, acne, skin irritation, pruritus, palpitations, dental caries, tooth fracture, weight increased, lymphadenopathy, dry skin, hair texture abnormal and second episode of abdominal pain outcome was unknown. The reporter considered pelvic pain, pelvic inflammatory disease, polycystic ovaries, menorrhagia, metrorrhagia, polymenorrhoea, urinary tract infection, amenorrhoea, dyspareunia, dysmenorrhoea, coital bleeding, anaemia, syncope, procedural pain, back pain, fatigue, the first episode of abdominal pain, nausea, vomiting, flatulence, constipation, abdominal distension, vulvovaginal pain, vaginal discharge, loss of libido, breast tenderness, hot flush, night sweats, hyperhidrosis, dysgeusia, dizziness, hypoaesthesia, neuralgia, anxiety, depression, feeling abnormal, confusional state, memory impairment, vitamin d deficiency, vitamin b12 deficiency, fibromyalgia, allergy to chemicals, food allergy, urticaria, rash, cyst, furuncle, acne, skin irritation, pruritus, palpitations, dental caries, tooth fracture, weight increased, lymphadenopathy, dry skin, hair texture abnormal, dry eye and the second episode of abdominal pain to be related to essure. The reporter commented: when she got her first period and it was hell, according to her. She was in the emergency room (ER) for back pain, fatigue, passing huge clots, nausea and the cramps were horrible so bad that if she had a bowel movement, she would black out from the pain; she would bleed for weeks so. Year later, she began having other issues. She was treated with non specified shots. She stated that her bleedings came back. Then the big problem happened when she would have intercourse and experienced bad pain and then began to bleeding bright pink blood after sex. Via lawyer she reported her symptoms included: abdominal/pelvic pain and cramping, when not menstruating; abnormal menses; period stops; ovarian cysts; vaginal discharge; hot flashes; pelvic inflammatory disease; poly cystic ovary syndrome; menorrhagia; night sweats; loss of libido; hot flashes; post coital bleeding and spotting; dysmenorrhea; dyspareunia; metrorrhagia; polymenorrhea; urinary tract infections; vulvodynia; breast tenderness; chronic pelvic pain; nausea; vomiting; gas; constipation; severe bloating; metallic taste in mouth; dizziness; numbness in arms and legs; nerve pain; anxiety; depression; fainting spells; diminished brain function (brain fog, cloudiness, confusion, forgetfulness, short term memory loss); anemia; vitamins d and b-12 deficiencies; fibromyalgia; chronic fatigue; chemical and food sensitivities; food allergies; hives; rashes; cysts; boils; acne; skin irritation and itching; heart palpitations; tooth decay and breakage; weight gain; swollen glands in neck; excessive sweating; worsening of depression and anxiety; and dry skin, hair, and eyes. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Due to the symptoms, treatments as a result of her implantation of essure, she was forced to miss time from work and is now unable to work altogether. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was both fallopian tubes were blocked. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 28-feb-2017: follow up now from lawyer: essure was implanted on (B)(6) 2013, hysterectomy with bilateral salpingectomy on (B)(6) 2016, symptoms (initially already reported: abdominal and back pain, menorrhagia, syncope, procedural pain, fatigue, nausea, dyspareunia, coital bleeding others newly reported) after removal mostly resolved, some remain (unspecified). (Additional internal information: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure inserted and she passed huge clots and bled for weeks (interpreted as genital bleeding). Upon follow-up receipt, case became legal and this events was amended to abnormal menses, menorrhagia passing huge clots/ I would bleed for weeks so (seen as menorrhagia) and chronic pelvic pain, pelvic pain and cramping, when not menstruating (pelvic pain) and pelvic inflammatory disease, amongst non-serious events were reported. Around two and a half years after insertion, consumer underwent a total hysterectomy and bilateral salpingectomy. All events are anticipated according to essure reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding and menses pattern changes may occur. Considering the events' nature, the compatible temporal relationship and the lack of alternative explanation, the causality cannot be excluded. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic inflammatory disease started after essure insertion, event was regarded as related to essure. This case was upgraded to incident, as a surgical intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1773, awareness date 17-oct-2015). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pelvic pain and cramping, when not menstruating/pain: pelvic pain/side pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), polycystic ovaries ("ovarian cysts, poly cystic ovary syndrome"), menorrhagia ("abnormal menses, menorrhagia passing huge clots/ I would bleed for weeks so"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("gallbladder removal") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity, low back pain, pain menstrual, chest pain, rib pain and post-traumatic stress disorder. Concurrent conditions included obesity, unspecified. Concomitant products included stool softner bocusate form 20-apr-2013 to nov-2017, famotidine, lorazepam from 2015 to 2017, medroxyprogesterone acetate (depo-provera) from 2013 to 2016, ondansetron (zofran), pantoprazole, propranolol and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("I was told that I would not feel any pain; that was a total lie"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced arthralgia ("pain: joint pain all over"). In (B)(6) 2017, the patient experienced micturition disorder ("peeing problem"), menopause ("pre-menopause") and bladder prolapse ("bladder prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polycystic ovaries (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), polymenorrhoea ("polymenorrhea"), urinary tract infection ("urinary tract infections"), amenorrhoea ("period stops"), dyspareunia ("me and my hubby would have intercourse I would have bad pain, dyspareunia"), the first episode of dysmenorrhoea ("dysmenorrhea"), coital bleeding ("bleeding bright pink blood after sex, post coital bleeding and spotting"), anaemia ("anemia"), syncope ("if she had a bowel movement, she would black out from the pain, fainting spells"), back pain ("back pain"), fatigue ("chronic fatigue"), the first episode of abdominal pain ("abdominal/pelvic pain and cramping, when not menstruating"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), abdominal distension ("severe bloating"), vulvovaginal pain ("vulvodynia/pain: vaginal"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), breast tenderness ("breast tenderness"), hot flush ("hot flashes"), night sweats ("night sweats"), hyperhidrosis ("excessive sweating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hypoaesthesia ("numbness in arms and legs"), neuralgia ("nerve pain"), anxiety ("anxiety, worsening of anxiety"), depression ("depression, worsening of depression"), feeling abnormal ("diminished brain function- brain fog, cloudiness"), confusional state ("confusion"), memory impairment ("forgetfulness, short term memory loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b-12 deficiency"), fibromyalgia ("fibromyalgia"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivities, food allergies"), urticaria ("hives on the back of scalp"), rash ("rashes on the back of scalp"), cyst ("cysts"), furuncle ("boils"), acne ("acne"), skin irritation ("skin irritation"), pruritus ("skin itching"), palpitations ("heart palpitations"), dental caries ("tooth decay"), tooth fracture ("tooth breakage"), the first episode of weight increased ("weight gain"), lymphadenopathy ("swollen glands in neck"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), the second episode of abdominal pain ("abdominal pain"), post-traumatic stress disorder ("ptsd"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problem"), allergy to metals ("nickel allergy"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), cholecystectomy (seriousness criterion medically significant), the second episode of weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), rectal prolapse ("rectal prolapse") and vaginal prolapse ("vaginal prolapse"). The patient was treated with surgery (on 21-mar-2016, total hysterectomy and bilateral salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6). In 2016, the rash and genital haemorrhage had resolved. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, polycystic ovaries, menorrhagia, metrorrhagia, polymenorrhoea, urinary tract infection, amenorrhoea, dyspareunia, coital bleeding, anaemia, syncope, procedural pain, back pain, fatigue, nausea, vomiting, flatulence, constipation, abdominal distension, vulvovaginal pain, vaginal discharge, breast tenderness, night sweats, dysgeusia, dizziness, hypoaesthesia, neuralgia, anxiety, depression, feeling abnormal, confusional state, memory impairment, vitamin d deficiency, vitamin b12 deficiency, fibromyalgia, allergy to chemicals, food allergy, urticaria, cyst, furuncle, acne, skin irritation, pruritus, palpitations, dental caries, tooth fracture, lymphadenopathy, dry skin, hair texture abnormal, dry eye, the last episode of abdominal pain, post-traumatic stress disorder, alopecia, micturition disorder, migraine, headache, tooth disorder, allergy to metals, the last episode of dysmenorrhoea, cholecystectomy, the last episode of weight increased, gastrooesophageal reflux disease, rectal prolapse, vaginal prolapse, menopause, bladder prolapse and arthralgia outcome was unknown. The reporter considered abdominal distension, acne, allergy to chemicals, allergy to metals, alopecia, amenorrhoea, anaemia, anxiety, arthralgia, back pain, bladder prolapse, breast tenderness, cholecystectomy, coital bleeding, confusional state, constipation, cyst, dental caries, depression, dizziness, dry eye, dry skin, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flatulence, food allergy, furuncle, gastrooesophageal reflux disease, genital haemorrhage, hair texture abnormal, headache, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, lymphadenopathy, memory impairment, menopause, menorrhagia, metrorrhagia, micturition disorder, migraine, nausea, neuralgia, night sweats, palpitations, pelvic inflammatory disease, pelvic pain, polycystic ovaries, polymenorrhoea, post-traumatic stress disorder, procedural pain, pruritus, rash, rectal prolapse, skin irritation, syncope, tooth disorder, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal prolapse, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal pain, the first episode of abdominal pain, the first episode of dysmenorrhoea, the first episode of weight increased, the second episode of abdominal pain, the second episode of dysmenorrhoea and the second episode of weight increased to be related to essure. The reporter commented: when she got her first period and it was hell, according to her. She was in the emergency room (ER) for back pain, fatigue, passing huge clots, nausea and the cramps were horrible so bad that if she had a bowel movement, she would black out from the pain; she would bleed for weeks so. Year later, she began having other issues. She was treated with non specified shots. She stated that her bleedings came back. Then the big problem happened when she would have intercourse and experienced bad pain and then began to bleeding bright pink blood after sex. Via lawyer she reported her symptoms included: abdominal/pelvic pain and cramping, when not menstruating; abnormal menses; period stops; ovarian cysts; vaginal discharge; hot flashes; pelvic inflammatory disease; poly cystic ovary syndrome; menorrhagia; night sweats; loss of libido; hot flashes; post coital bleeding and spotting; dysmenorrhea; dyspareunia; metrorrhagia; polymenorrhea; urinary tract infections; vulvodynia; breast tenderness; chronic pelvic pain; nausea; vomiting; gas; constipation; severe bloating; metallic taste in mouth; dizziness; numbness in arms and legs; nerve pain; anxiety; depression; fainting spells; diminished brain function (brain fog, cloudiness, confusion, forgetfulness, short term memory loss); anemia; vitamins d and b-12 deficiencies; fibromyalgia; chronic fatigue; chemical and food sensitivities; food allergies; hives; rashes; cysts; boils; acne; skin irritation and itching; heart palpitations; tooth decay and breakage; weight gain; swollen glands in neck; excessive sweating; worsening of depression and anxiety; and dry skin, hair, and eyes. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Due to the symptoms, treatments as a result of her implantation of essure, she was forced to miss time from work and is now unable to work altogether. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - in january 2014: total bilateral occlusion current weight 160 lbs. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 28 year old patient. Her demographic details were updated. Her historical condition and concurrent condition were added. Lab data was updated. Essure indication was amended added. Essure removal date was added. Concomitant medication was added. Following events were added: pre-menopause, abnormal bleeding (general), urinary tract infection, ptsd (post-traumatic stress disorder), migraines/headaches, dental problems, nickel allergy, nickel allergy, dysmenorrhea (cramping), gallbladder removal, pain: joint pain all over, vaginal discharge, fatigue, weight gain, gerd (gastroesophageal reflux disease), rectal, vaginal, bladder prolapse, peeing problem and hair loss. She had recovered for the aforementioned events. Rash, bleeding and side pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pelvic pain and cramping, when not menstruating/pain: pelvic pain/side pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), polycystic ovaries ("ovarian cysts, poly cystic ovary syndrome"), menorrhagia ("abnormal menses, menorrhagia passing huge clots/ I would bleed for weeks so"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("gallbladder removal") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity, low back pain, pain menstrual, chest pain, rib pain and post-traumatic stress disorder. Concurrent conditions included obesity, unspecified, flank pain, hiatal hernia, left lower quadrant pain and paratubal cyst. Concomitant products included famotidine, lorazepam from 2015 to 2017, medroxyprogesterone acetate (depo-provera) from 2013 to 2016, ondansetron (zofran), pantoprazole, propranolol and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("I was told that I would not feel any pain; that was a total lie"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced hernia ("hernia") and gallbladder disorder ("gallbladder"). On (B)(6) 2016, the patient experienced arthralgia ("pain: joint pain all over"). In february 2017, the patient experienced micturition disorder ("peeing problem"), menopausal symptoms ("pre-menopause") and bladder prolapse ("bladder prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polycystic ovaries (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), polymenorrhoea ("polymenorrhea"), urinary tract infection ("urinary tract infections"), amenorrhoea ("period stops"), dyspareunia ("me and my hubby would have intercourse I would have bad pain, dyspareunia"), the first episode of dysmenorrhoea ("dysmenorrhea"), coital bleeding ("bleeding bright pink blood after sex, post coital bleeding and spotting"), anaemia ("anemia"), syncope ("if she had a bowel movement, she would black out from the pain, fainting spells"), back pain ("back pain"), fatigue ("chronic fatigue"), the first episode of abdominal pain ("abdominal/pelvic pain and cramping, when not menstruating"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), abdominal distension ("severe bloating"), vulvovaginal pain ("vulvodynia/pain: vaginal"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), breast tenderness ("breast tenderness"), hot flush ("hot flashes"), night sweats ("night sweats"), hyperhidrosis ("excessive sweating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hypoaesthesia ("numbness in arms and legs"), neuralgia ("nerve pain"), anxiety ("anxiety, worsening of anxiety"), depression ("depression, worsening of depression"), feeling abnormal ("diminished brain function- brain fog, cloudiness"), confusional state ("confusion"), memory impairment ("forgetfulness, short term memory loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b-12 deficiency"), fibromyalgia ("fibromyalgia"), allergy to chemicals ("chemical sensitivities"), food allergy ("food sensitivities, food allergies"), urticaria ("hives on the back of scalp"), rash ("rashes on the back of scalp"), cyst ("cysts"), furuncle ("boils"), acne ("acne"), skin irritation ("skin irritation"), pruritus ("skin itching"), palpitations ("heart palpitations"), dental caries ("tooth decay"), tooth fracture ("tooth breakage"), the first episode of weight increased ("weight gain"), lymphadenopathy ("swollen glands in neck"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), the second episode of abdominal pain ("abdominal pain"), post-traumatic stress disorder ("ptsd"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problem"), allergy to metals ("nickel allergy"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), cholecystectomy (seriousness criterion medically significant), the second episode of weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), rectal prolapse ("rectal prolapse") and vaginal prolapse ("vaginal prolapse"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. In 2016, the rash and genital haemorrhage had resolved. At the time of the report, the pelvic pain and menorrhagia had resolved and the pelvic inflammatory disease, polycystic ovaries, metrorrhagia, polymenorrhoea, urinary tract infection, amenorrhoea, dyspareunia, coital bleeding, anaemia, syncope, procedural pain, back pain, fatigue, nausea, vomiting, flatulence, constipation, abdominal distension, vulvovaginal pain, vaginal discharge, breast tenderness, night sweats, dysgeusia, dizziness, hypoaesthesia, neuralgia, anxiety, depression, feeling abnormal, confusional state, memory impairment, vitamin d deficiency, vitamin b12 deficiency, fibromyalgia, allergy to chemicals, food allergy, urticaria, cyst, furuncle, acne, skin irritation, pruritus, palpitations, dental caries, tooth fracture, lymphadenopathy, dry skin, hair texture abnormal, dry eye, the last episode of abdominal pain, post-traumatic stress disorder, alopecia, micturition disorder, migraine, headache, tooth disorder, allergy to metals, the last episode of dysmenorrhoea, cholecystectomy, the last episode of weight increased, gastrooesophageal reflux disease, rectal prolapse, vaginal prolapse, menopausal symptoms, bladder prolapse, arthralgia, hernia and gallbladder disorder outcome was unknown. The reporter considered abdominal distension, acne, allergy to chemicals, allergy to metals, alopecia, amenorrhoea, anaemia, anxiety, arthralgia, back pain, bladder prolapse, breast tenderness, cholecystectomy, coital bleeding, confusional state, constipation, cyst, dental caries, depression, dizziness, dry eye, dry skin, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flatulence, food allergy, furuncle, gallbladder disorder, gastrooesophageal reflux disease, genital haemorrhage, hair texture abnormal, headache, hernia, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, lymphadenopathy, memory impairment, menopausal symptoms, menorrhagia, metrorrhagia, micturition disorder, migraine, nausea, neuralgia, night sweats, palpitations, pelvic inflammatory disease, pelvic pain, polycystic ovaries, polymenorrhoea, post-traumatic stress disorder, procedural pain, pruritus, rash, rectal prolapse, skin irritation, syncope, tooth disorder, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal prolapse, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal pain, the first episode of abdominal pain, the first episode of dysmenorrhoea, the first episode of weight increased, the second episode of abdominal pain, the second episode of dysmenorrhoea and the second episode of weight increased to be related to essure. The reporter commented: when she got her first period and it was hell, according to her. She was in the emergency room (ER) for back pain, fatigue, passing huge clots, nausea and the cramps were horrible so bad that if she had a bowel movement, she would black out from the pain; she would bleed for weeks so. Year later, she began having other issues. She was treated with non specified shots. She stated that her bleedings came back. Then the big problem happened when she would have intercourse and experienced bad pain and then began to bleeding bright pink blood after sex. Via lawyer she reported her symptoms included: abdominal/pelvic pain and cramping, when not menstruating; abnormal menses; period stops; ovarian cysts; vaginal discharge; hot flashes; pelvic inflammatory disease; poly cystic ovary syndrome; menorrhagia; night sweats; loss of libido; hot flashes; post coital bleeding and spotting; dysmenorrhea; dyspareunia; metrorrhagia; polymenorrhea; urinary tract infections; vulvodynia; breast tenderness; chronic pelvic pain; nausea; vomiting; gas; constipation; severe bloating; metallic taste in mouth; dizziness; numbness in arms and legs; nerve pain; anxiety; depression; fainting spells; diminished brain function (brain fog, cloudiness, confusion, forgetfulness, short term memory loss); anemia; vitamins d and b-12 deficiencies; fibromyalgia; chronic fatigue; chemical and food sensitivities; food allergies; hives; rashes; cysts; boils; acne; skin irritation and itching; heart palpitations; tooth decay and breakage; weight gain; swollen glands in neck; excessive sweating; worsening of depression and anxiety; and dry skin, hair, and eyes. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Due to the symptoms, treatments as a result of her implantation of essure, she was forced to miss time from work and is now unable to work altogether. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - in january 2014: total bilateral occlusion current weight 160 lbs. On (B)(6) 2013, the essure was deployed and the insertion device was removed without complication. Three coils were noted in the right ostium. Four coils were visualized in the left ostium the entire procedure was without complication. The patient tolerated the procedure well overall noting cramping during the procedure. Radiology: us pelvic complete, date of exam: (B)(6) 2015, reason for exam: pelvic pain: pelvic pain r > l pelvic cramping transabdominal pelvic ultrasound: after bladder filling, transabdominal sonography demonstrates cursory view right kidney to show some cortical thinning. Uterus measures about 6.3 cm in length by 3.4 cm ap dimension and may be slightly retroflexed. Left ovary measures 2.25 x 4.5 x 2.41 cm containing a focal 2 cm probable cyst. There is flow to the left ovary. Right adnexal complex measures 1.97 x 4.6 x 2.6 cm tissue and vascular flow. Transvaginal pelvic ultrasound: impression: 1. Uterus appears retroflexed without dominant mass or endometrial thickening. 2. Probable functional cysts in both ovaries. 3. Small amount of fluid pelvic cul-de-sac may be physiologic. On (B)(6) 2016, exam: CT abdomen and pelvis with contrast reason for exam: upper abdominal pain findings: lungs normal except density calcified 6 mm granuloma right lower lobe. On (B)(6) 2016, exam: CT abdomen pelvis wo contrast: date of exam: (B)(6) 2016 reason for exam: flank pain, ureteral stone comparison: (B)(6) 2016 impression: 1. No radiographic explanation for flank pain. 2. No evidence of renal or ureteral stone. 3. Postsurgical changes of hysterectomy and cholecystectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, gastrooesophageal reflux disease, dysmenorrhoea, pelvic pain, menorrhagia, genital haemorrhage. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: gallbladder and hernia. Outcome for event bleeding was recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.